Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device has reached elective replacement indicator (eri) and exhibited high out of range shock impedance on the right ventricular (rv) lead, for approximately 1 year (150 ohms to 190 ohms). At implant the shock impedance was 85 ohms. A technical service (ts) consultant reviewed with the physician expectations of device function and longevity to end of life (eol). Ts provided recommendation for a commanded sync shock to verify the true impedance of a delivered shock. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.